Manufacturer narrative:
This report filed march 4th, 2016.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015, and the patient was reimplanted with another device during the same surgery. Device not received by manufacturer.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. It was discovered that the patient had experienced a magnet dislodgment. The implanted device remains.